Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The lead was showing small amplitude signals (0.25mv) and limited capture at 7.5v/2ms. The dislodgement was identified under fluoroscopy. The lead was successfully repositioned with good measurements. No additional adverse patient effects were reported.